Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the up and down buttons are unresponsive to button presses. There is no additional information available at this time. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. The keypad cover was found to be intact. The up arrow keypad button was found to be unresponsive due to contamination found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be torn; however the bolus button was still responsive to button presses. Also unrelated to the complaint, the battery compartment was observed to be cracked at the case seal and pink contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.